Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, the size of the sensor patch. Patient described the skin reaction as a burning sensation that itches. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with over the counter aloe vera gel. Patient was seen by her physician on (B)(6) 2015 for the reported event. Patient stated that physician did not prescribe medication for the skin reaction. At the time of contact, patient reported current condition as fine. No additional event or patient information is available.